Manufacturer narrative:
An additional lot number was reported (lot #m020747). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels experienced were 418mg/dl at its highest. Supply changes were performed to address the occlusions. No damage was noted to the cartridge and infusion sets that were changed. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.